Event description:
It was reported that a capd disconnect y set had a connection issue. The reporter stated that a mis-spike occurred when the customer tried to connect the y-set to the transfer set. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection noted a damaged port (flat/cut/puncture). Leak testing, clear passage test, and clamp function test were performed with no issues. The cause for the reported condition could not be determined. This issue has been escalated to CAPA. Should additional relevant information become available, a supplemental report will be submitted.